Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to dissociation of the ceramic femoral head with the poly liner. The devices were revised. Rep confirmed he can supply event-related pictures, and confirmed that no further information will be released by the hospital or surgeon.